Manufacturer narrative:
UDI: (B)(4). Reporter number (B)(6). The manufacturing location was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 3 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery device was empty (had no charge) after a short time of use. It was further reported that when the battery device was removed, it was found to be warm. The reporter indicated that the battery device was replaced; however, the small battery drive device was not working. According to the reporter, the battery device housing was still connected to the small battery drive device (not in use) when it ended up deformed and very hot. It was reported that the issue was solved by disconnecting the battery housing from the small battery drive device. There was a fifteen minute delay to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement reported. It was reported that there was no adverse event as a result of the heat. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: the manufacturer location was inadvertently documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was inadvertently documented as unknown in the initial report. The device manufacture date has been updated as jun 22, 2012. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery malfunctioned. It was also observed that the device failed the following pre-tests: checks for charging and refreshing battery in the charger; li-ion battery measuring (only 530.630 & 532.103); and functional test (saw test). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.